Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that aviva meter caught on fire and she took it to the sink to douse it with water. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.